Event description:
A customer reported that their pump battery was depleting too quickly, leading to a shutdown of the pump. Despite this issue, their blood glucose level did not exceed 500 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.